Event description:
It was reported that boston scientific technical services (ts) received a call about a blinking red call doctor icon on the latitude communicator. It was later found that the alert was for pacing lead impedance being high out-of-range, with a value of greater than 3000 ohms. Also, the signal artifact monitor (sam) caused the minute ventilation (mv) sensor to be disabled, and an automatic safety switch caused the device to switch from a bipolar to a unipolar configuration. The device remains in service. No adverse patient effects were reported.